Event description:
Far field rwave oversensing and high threshold were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood observed in the distal conductor which most likely entered through the is-1 pin; full lead analyzed.